Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.2 inr on the coaguchek xs system and 9.8 inr on a comparison lab. Caller states that the coumadin was held for the patient after the meter result and they continued to do it after the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.